Manufacturer narrative:
Model number/ catalog number: sc-2218-50, serial number: (B)(4), batch/ lot number: 5130893, model/ catalog description: linear st lead kit 50 cm.

Event description:
A report was received that the patient had inadequate stimulation. X-ray revealed the lead had migrated. The patient underwent a revision procedure and was doing well post operatively.